Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 555 mg/dl. Reportedly, the customer used the cartridge beyond labeling. Tandem technical support educated customer on cartridge and insulin labelling. The infusion set was changed, and a manual insulin injection was administered to address bg level.

Manufacturer narrative:
Device not returned.